Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine did not flow due to the damage around the connecting part of the meter and the inlet tube on the day of placement.

Event description:
It was reported that urine did not flow due to the damage around the connecting part of the meter and the inlet tube on the day of placement.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no abnormalities on returned sample. Water was introduced thru the inlet tube and came out from urine meter to drainage bag without difficulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Precautions for use (7) pull the catheter to seat the balloon at the level of the bladder neck and secure placement. (8) keep the drainage bag below the bladder level without touching the floor. (9) connect the lead wire of catheter to temperature monitor with extension cable. (10) secure drainage bag to bed sheet with clip to ensure that there is neither twist nor kink in the cube."